Manufacturer narrative:
The device used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. However, the following controls are in place to mitigate the reported product issue. (Destino steerable guiding sheath in-process and final inspection) · the deflection test is performed according to procedure. The deflection test is performed by manufacturing personnel 100% and inspected by quality assurance personnel at aql as established. (Destino twist steerable guiding sheath handle assembly) · small amount of glue is placed on the handle and deflection side a using cyanoacrylate. It is ensured that the glue is not placed on the outside of the handle. Per IFU: · verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to "deflecting and straightening the steerable sheath" for instructions. · twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. · when the desired deflection point or site access is achieved, stop turning the deflection collar. CAPA has been initiated to further investigate and prevent recurrence of this issue. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that the 14f steerable guiding sheath valve detached during a procedure.

Manufacturer narrative:
The following sections were updated in follow-up 2. B4, g3, g6, h2, h10, h11. H10: removed CAPA reference. Added in error. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that the 14f steerable guiding sheath valve detached during a procedure.